Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse that discovered the battery runtime was not within specifications replaced the batteries to resolve the issue, completed the pm and then performed all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6).

Event description:
During preventive maintenance (pm) by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. No patient was involved during this event, and no adverse event was reported.